Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- failure to follow steps / instructions.

Event description:
It was reported that a venotomy closure of the left common femoral vein was attempted using the pre-close technique, via an 8f sheath hole, prior to a cardiac ablation procedure. Femoral imaging was not performed. Reportedly, one prostyle suture was already in place. The second device was deployed without issue; however, while attempting to remove the device the suture remained in the o-ring; therefore, the device could not be removed. The suture was cut to free the device from the patient anatomy and the cardiac ablation was completed. Hemostasis was achieved with the single pre-placed suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The reported entrapment of the device and malposition of the device cannot be confirmed. Per case details ¿femoral imaging was not performed.¿ it should be noted that the electronic perclose prostyle instructions for use (eifu), states: ¿perform a femoral angiogram to verify the location of the puncture site.¿ it is unknown if the IFU violation contributed to the reported difficulties. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned device analysis, the cause of the deported difficulties cannot be determined. In this case, it is possible the device was sub-optimally placed leading to the malposition. When this occurs there is no counter force to remove the suture from the bearing leading to the entrapment. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated.

Event description:
It was reported that a venotomy closure of the left common femoral vein was attempted using the pre-close technique, via an 8f sheath hole, prior to a cardiac ablation procedure. Femoral imaging was not performed. Reportedly, one prostyle suture was already in place. The second device was deployed without issue; however, while attempting to remove the device the suture remained in the o-ring; therefore, the device could not be removed. The suture was cut to free the device from the patient anatomy and the cardiac ablation was completed. Hemostasis was achieved with the single pre-placed suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: the sheath was upsized to a large-bore. No additional information was provided.